Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology had foreign matter on it when removed from the packaging. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "we also had one catheter with a black hair or fuzz on the end of it when it was removed from the package. Response received from (B)(4). The one needle with the hair or fuzz on it was taken directly out of a sealed package and observed upon removal."

Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes d.9. Returned to manufacturer on: (B)(6) 2023 h.6. Investigation summary: bd received a 22 gauge insyte autoguard blood control device from lot 3109156 for evaluation. A review of the device history record was performed for the reported lots 3024402 and 3109156 and no quality issues were found during production. Our quality engineer visually inspected the returned units and observed no physical damage or deformities. The engineer also failed to identify any foreign matter (fm) on the device. Finally, the engineer inspected the returned unit under a microscope to identify if there were any traces of fm that were not visible to the naked eye but failed to find any fm. Therefore, based off the visual and microscopic inspection the engineer was unable to verify the reported defect. Since no defects were found during inspection a definitive root cause could not be determined. The manufacturing facility has been notified of this incident and the findings. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology had foreign matter on it when removed from the packaging. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "we also had one catheter with a black hair or fuzz on the end of it when it was removed from the package. Response received from (B)(4). The one needle with the hair or fuzz on it was taken directly out of a sealed package and observed upon removal."